Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced chest pain, coincident with peritoneal dialysis therapy. The patient was treated with nitroglycerine (dose, frequency and route not reported) for the chest pain. The patient was not hospitalized at the time of the reported event. Additional information on the event was requested from the nurse, but no more information could be obtained.